Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the customer reported system error was a failed communication between the drive train motor and the processor pca board. The autopulse platform was manufactured in 2011 and is ten years old, past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed a bent battery lock clip, likely caused by user mishandling. The battery lock clip needs to be replaced to address the observed physical damage. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed latch error 71 (motor drive train command issue) around the reported complaint date. Latch error 71 is a software logic-related fault due to a failed communication between the drive train motor and the processor pca board, thus confirming the reported complaint. The autopulse platform was connected to the autopulse vision software (ap vision 3) to reset the software and clear the system error "latch error 71". Upon further review of the archive data, noticed user advisory (ua) 02 (compression tracking error), ua07 (discrepancy between load 1 and load 2 too large), and ua17 (max motor on time exceeded during active operation) error messages in february and march 2021, which is approximately four months before the reported complaint date of june 2021. In addition, unrelated to the reported complaint, noticed fault code 28 (loss of clutch connectivity) in the archive data around the reported event date. These error messages are unrelated to the reported complaint. The user cleared these error messages based on the archive and was not reproduced during the functional testing. User advisory is a clearable error message. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned and press restart. Per the autopulse maintenance guide, ua7 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Per autopulse user advisory list, fault code 28 alerts when the brake and clutch monitoring circuit detect a loss of connectivity on the brake driving circuit. This typically occurs if there is an internal component error or malfunction. If no internal component failure is detected, this error message can be cleared when the user press restart. Upon further testing, unrelated to the reported complaint, the brake gap inspection test revealed that the drive train motor brake gap was out of specification, likely attributed to normal wear and tear. The brake gap needs to be adjusted within the specification to address the observed problem. In addition, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. Awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message upon self-testing. No patient involvement.